Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an altitude alarm occurred after the customer was at a waterpark all day. Customer's blood glucose (bg) level was not impacted. Customer stated bg level was in target range. It was confirmed that customer was able to clear alarm and resume insulin delivery.